Manufacturer narrative:
The reagent lot number was 938030. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable lithium results from the cobas pure c 303 analytical unit. The initial result was 1.92 mmol/l. The repeat result was 1.26 mmol/l. This result was reported outside of the laboratory. The same sample was retested using a new reagent kit, and the results were 1.36 mmol/l and 1.36 mmol/l.

Manufacturer narrative:
The field service engineer inspected the analyzer, replaced the lamp and cuvettes, and verified the cuvette and equipment washing. He verified the accuracy with acceptable results. Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.